Event description:
It was reported that pericardial effusion and perforation occurred. During the watchman left atrial appendage closure procedure, a versacross connect access solution kit was selected for use. Patient was receiving a watchman device to come off of oral anticoagulant (oac) due to recurrent gi bleeds. During the transeptal puncture, the physician was navigating the trusteer sheath from the superior vena cava (svc) to the fossa, but the sheath snagged on the patient's pacemaker lead causing the pacemaker to pull off of the heart tissue where it was anchored. When the pacemaker lead pulled off of its anchored location, it created a small perforation in the right atrium which caused pericardial effusion. The physician did not know what caused the pericardial effusion at this time. The cause was later determined by the cardiac surgeon. The physician performed a pericardiocentesis which was initially successful, and the patient was hemodynamically stable. The physician waited about 15 minutes to ensure the pericardial space did not fill back up and that the patient remained stable without any support. Patient was doing well so the physician determined the pericardiocentesis was successful and began to end the procedure. During this time, the patient became slightly hemodynamically unstable again. Tee confirmed the pericardial effusion was re-forming. The cardiac surgeon was paged. It was then decided to assess and repair the perforation in the right atrium. During the surgery, the surgeon was able to determine that the cause of the perforation was due to the pacemaker lead tearing away from its anchored position in the right atrium. The perforation was successfully repaired, and the patient was moved to recovery. Watchman device implant was never attempted, and a watchman device was never opened or introduced into the body due to the pericardial effusion. The patient is stable and is expected to make a fully recovery. The device is not expected to be returning as it was disposed. The patient is fully recovered and was discharged. No other issue has been reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separated report for versacross dilator is being submitted. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.